Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the force sensor being out of specification and the tubing guide being out of adjustment. The force sensor requires calibration and the tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.